Event description:
Customer reported the up and down buttons on the infusion device do not function. The protective rubber on the up button has worn off, and the metal ground plate is visible. The serial number has worn off from use and was not provided. The infusion device was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.